Event description:
It was reported that a spectrum iq pump overinfused during therapy in the surgical intensive care services department. An intravenous bolus was given, and a second vasopressor started. The volume to be infused was 50ml, flow rate 33.8ml/hr, dose 18mcg/min. The initial reporter indicated that there was a patient injury; however, did not provide information describing a specific adverse event/serious injury. Medical intervention was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Flow accuracy testing was performed and found the flow rate readings to be out of range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.